Manufacturer narrative:
(B)(4). Failure to flush prior to attempted removal of protective sheath. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: flush the nc trek rx coronary dilatation catheter prior to protective sheath removal. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.25x12 mm nc trek dilatation catheter was not flushed prior to use and the protective sheath was unable to be removed. The device was not used. A non-abbott balloon dilatation catheter was used to complete the procedure. No additional information was provided.